Manufacturer narrative:
The biomedical engineer (bme) advised that after replacing the motor controller board, that the error reappeared. The bme replaced the power management board and the issue was resolved.

Manufacturer narrative:
G4:25mar2021. B4:02apr2021. The biomedical engineer reported the patient was removed from the ventilator and placed on a different ventilator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 08feb2021. B4: 10feb2021. The customer replaced the motor controller board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
It was reported that the ventilator had multiple error codes and a blower stalled error code. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support and was advised to replace the motor controller (mc) board.